Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the inappropriate treatment event or patient death.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. The device's download data reveals that prior to passing the patient received two inappropriate treatment shocks. It was reported that ems was called and that ems decided to unplug the belt and perform CPR. The patient was taken to the hospital where he later passed away. At 13:43:35 the lifevest detected an arrhythmia. The patient's rhythm at the time of the arrhythmia is unknown as CPR artifact obscured the patient's rhythm. At 13:44:18, the lifevest delivered a treatment shock. The patient's rhythm at the time of the treatment is unknown. The post-shock rhythm was accelerated idioventricular rhythm at 40 bpm. The patient's rhythm later degraded to bradycardia. At 13:55:18 the lifevest detected a second arrhythmia and delivered a treatment shock at 13:56:21 while the patient was in asystole. Following the second treatment shock, the patient remained in asystole until the electrode belt was disconnected at 13:56:32. CPR artifact contributed to the false detections. There is no indication that the lifevest caused or contributed to the patient's death, as the patient's rhythm degraded from a life-sustaining rhythm to asystole, a non-shockable and non-life-sustaining rhythm, prior to the second inappropriate treatment shock.